Event description:
I was using a drive medical heating pad, and the unit felt like it was getting too hot so I removed it. I then noticed the unit smoking so I immediately unplugged it and then noticed burn marks on the plastic inner cover and the outer cloth cover. It took me 4 tries to report this to drive medical as they did not return my initial attempts. Finally reached them on 11/24/2021 via chat. FDA safety report ID# (B)(4).